Event description:
The following was published in european heart journal 46.42: 4426 - 4437. Oxford university press. (Nov 7, 2025). "Cryoballoon vs radiofrequency ablation in persistent atrial fibrillation: the crrf-peaf trial"; koji miyamoto. A prospective, multicentre, randomized, non-inferiority clinical trial was conducted to compare the efficacy and safety of cryoballoon vs radiofrequency ablation for persistent atrial fibrillation. A total of 500 patients with persistent atrial fibrillation were randomized across 12 centres. The primary endpoint was the occurrence of atrial tachyarrhythmias at 1 year with a 90-day blanking period after ablation. An event of pericardial effusion which did not require any intervention, an event of tamponade that required a pericardiocentesis, and an event of stroke were reported.

Manufacturer narrative:
A literature article reported events of pericardial effusion, tamponade, and stroke. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.